Event description:
Literature was reviewed regarding transcatheter aortic valve implantation (tavi) in patients with right bundle branch block.  The st udy population included (B)(4) patients who were predominantly male with a mean age of 83 years old who underwent tavi between (B)(6) 2008 and (B)(6) 2021.  Multiple manufacturer¿s devices were implanted in the study population; 38 patients were implanted with a medtronic corevalve or evolut bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, adverse events that likely occurred during use of a delivery catheter system included: cardiac tamponade and access-related vascular complication.  Among all patients, adverse events that likely occurred during use of a bioprosthetic valve included: arrhythmia requiring permanent pacemaker implant.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID mdt-trans dcs (unknown serial/lot); product type: 0195-heart valves; citation: pavitt et al. Transcatheter aortic valve implantation in patients with right bundle-branch block: should prophylactic pacing be undertaken? Journal of invasive cardiology 35(1), pgs 37-45 2023. Doi: 10.25270/jic/22.00261. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.